Manufacturer narrative:
The reported event was confirmed manufacturing related. Received (7) photo samples. The first photo sample shows the overview of the urine meter drainage bag with the catheter attached. Second photo sample zooms in on end of catheter with deflated balloon. The third photo shows the deflated catheter. The fourth photo shows the top view of the sample port connector connected to the catheter. The fifth photo shows the inflation valve. The sixth photo shows the date code. The seventh photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted the inlet tube to the bag was cut. The drainage funnel was flushed with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and a complete blockage was found as the solution was unable to pass through the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: bard silver lubri_sil foley tray temperature sensing, complete care type < with bard hydrogel and bacti-guard silver alloy coating> contents temperature sensing catheter with bard hydrogel and bacti-guard silver alloy coating water soluble lubricant closed drainage bag with urine-meter syringe prefilled with sterile water bard 10% povidone-iodine solution tweezers cotton balls sheet gauze pads gloves UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no urine flow out from the foley catheter after insertion and there was blockage in the catheter because the urine does not flow into the back tube.

Event description:
It was reported that there was no urine flow out from the foley catheter after insertion and there was blockage in the catheter because the urine does not flow into the back tube.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date: 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Correction: d, e, f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no urine flow out from the foley catheter after insertion and there was blockage in the catheter because the urine does not flow into the back tube.